Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the surgeon suspected that the reason for instability in this tka few months after primary was some undiagnosed neurological disorder of the patient. The quality of the xrays supplied do not allow an evaluation to be made, therefore there is no reason to think that the implanted devices may have contributed to cause the re-operation. Batch reviews performed on 13 december 2016. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon believes the cause of the instability may be due to an undiagnosed neurological disease. The surgeon revised all implants. The surgery was completed successfully. X-rays are available. Explants are not available.